Event description:
The reporter stated an sfc-25 fp cartridge was damaging lenses during surgery. There was not pt injury.

Manufacturer narrative:
Evaluation method: cartridge lot number search, foam tip plunger lot number search. Results: a cartridge lot number search was performed and two similar complaints were found. A foam tip plunger lot number search was performed and one similar complaint found.